Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced skin overgrowth at abutment site; subsequently the patient was treated with topical antibiotics and steroids (injection and topical). The issue has since resolved.